Manufacturer narrative:
Lab analysis: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device assessed as unidentified (tear) opening and an opening assessed as unidentified (tear) opening. Capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported "capsular contraction, baker grade unknown and rupture". This record if for left side. Device was explanted and replaced with another manufacturer¿s device.

Event description:
Healthcare professional reported "capsular contraction, baker grade unknown and rupture". This record if for left side. Device was explanted and replaced with another manufacturer¿s device.

Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.